Event description:
It was reported that the device was unable to be programmed at follow-up, after one month of implant time. Low battery voltage and por (power on reset) were also reported. Lead connections were found to be intact at explant. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: initial analysis revealed a no output and no telemetry condition. Further analysis found that the battery was depleted due to high current drain. The cause of the high current drain was thought to be related to the integrated circuit. However, this could not be conclusively determined because the integrated circuit was damaged during analysis. It was reported that the device was unable to be programmed at follow-up, after one month of implant time. Low battery voltage and por (power on reset) were also reported. Lead connections were found to be intact at explant. The device was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure hybrid circuit device was out of specification in a manner that relates to event interrogate, difficult to low battery.